Event description:
I got needle less lip filler. I was told that it was FDA approved and was totally safe (and it definitely was not!) I was not warned about any side effects or health hazards, until after I did the procedure and noticed the problems which was 2 months after I got them done. I was told the filler she was injecting was hyaluronic acid cross linked. After 2 months I noticed my lips were bumpy, certain areas was black, and I noticed there was filler around my mouth (upper lip area) after I noticed these side effects I immediately contacted her. Her response was that I need more to even them out and I have to give it more time for the filler to bust and spread. I continued to do another round because that's what I was informed to do to fix the problems. 2 months after the second round it got worse. The bumps were way bigger, my lips looked deformed, I was in severe pain, had no feeling in my bottom lip whatsoever, and certain areas of my lips were starting to turn darker. After this I realized that something was wrong and I could not trust this women what so ever. I then proceeded to do some research and I found out that it is totally not safe and no one recommends it because of the major health risk and side effects. I went to a plastic surgeon and was informed that I need to do immediate dissolver to get rid of the bumps because the filler could go into a blood vessel and could leave me with some serious damage. I had to do 3-4 rounds of dissolver and 2 years later they are still here. My plastic surgeon could not get the rest of the filler that was in a ball form out of my lips. They got as much as they could by doing multiple rounds of dissolver and massaging the area to try to get the filler to bust but nothing was working to get them fully out of my lips. Eventually I ended up getting a safer filler done by a professional the right way (with a needle) and it helped my lips to look normal. Now that filler on its own is dissolving and I am starting to notice the lumpy bumps and darker colored skin again. This is not about a materialistic result/matter. This is about for the past 2 years I have been in pain physically and emotionally because of what happened. There is serious risk to needleless lip filler. It was only by god that I got immediate help and my problem did not get worse. But I am still having these problems. I was told by my plastic surgeon that in all of her years of practice she has never done 3-4 rounds of dissolver in her life! I have went thru a lot of pain to try and fix the pain and lumpy bumps in my lips! This has made me very insecure and made me never trust a person again. Someone else (please explain who) : yes, not licensed lady.